Event description:
Customer reported the cic rebooted for no apparent reason. There was no reported pt injury. Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.